Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient was having a refill on the date of this report and the nurse was attempting to refill the pump and met some resistance. It was noted she would fill a little drug and then aspirate and did this a few times filling the pump with 20ml of drug. It was further reported when pulling the needle out of the skin she noticed clear fluid leaking out of the needle site. The reporter was concerned there was a possible pocket fill or partial pocket fill. The reservoir volume was going to be rechecked and the nurse was only able to aspirate 6ml and there was concern there was 14ml in the pump pocket. The needle site continued to ooze clear fluid. The patient was doing okay at this time. It was further reported a full pocket fill was suspected and the patient was sent to the hospital (admitted overnight) and narcan was administered. The worse side effect report was lethargy, but it was unknown what exactly caused the difficulty. The nurse had pulled the needle out after she aspirated (the reason why was unknown, but something foreign on needle she wanted to remove) and then went back in and thought she was in the pump. The nurse pushed and pulled after every few milliliters and thought things were normal. She noticed something not right when fluid was coming out of the skin hole. On (B)(6) 2014 the healthcare provider (hcp) filled the pump with preservative free saline. The nurse reported to the patient she felt the septum was compromised and that she was in the pump. The hcp wanted to test the pump¿s integrity with saline prior to refilling with morphine. The patient was scheduled for a pump refill on (B)(6) 2014 with morphine. The patient was scared, concerned, frustrated after the confirmed pocket fill and did not want to be refilled. The patient had been given oral medications and wanted to see how he did prior to refill. The pump was being used to deliver morphine. If additional information is received, a follow-up report will be sent.